Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient¿s mother contacted support to report that the ilet pump¿s wake button was experiencing a long and unpredictable lag. The agent instructed the patient to restart the ilet device. After restarting, the lag issue was resolved. The patient¿s mother was advised to call back if the issue recurs. Blood glucose levels were not affected during the event.